Event description:
It was reported that the patient presented to the clinic experiencing weakness and shortness of breath. The device exhibited backup operation. After a software download, the device resumed normal function. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.